Event description:
It was reported that the delta chamber was broken. The event occurred intraoperatively with no impact on the patient.

Manufacturer narrative:
(B) (4). The device has not been returned to the manufacturer.